Event description:
Baxter reported a pt found a leak on a transfer set during use. The actual sample is available for evaluation. There was no pt injury or medical intervention reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of a leak on a transfer set due to a cut/slice/hole in the tubing wall. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.